Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. At this time, a device evaluation has not been completed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
"His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction of the cable resulted in failure of the image function and the phenomenon indicated [no images] occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.